Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l3/ 4 cbt-plif for disc herniation. It was reported that during the final fastening, the screw head interfered with the spinous process and the counter could not be inserted. The doctor tried the final fastening by gripping it with the rod holder without the counter, but the set screw kept turning with no stop, so the process was stopped, and the set screw was removed. A new set screw was tried, but it was not the same response as usual. Concerned that the screw head may have opened, it was removed and a new screw, head, and set screw were used. The counter was inserted first and the final fastening was completed in the usual manner. The screw could not be cut and there is a possibility that the head might have opened. No allegation was reported against the shank. There was a delay in the procedure by less than 60 mins. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis (B)(4): part # 559200008, lot# h5783469 visual and macroscopic inspection confirmed the threads of the break off screw have been damaged. The thread crest and flank damage appear to have initiated at the start of the thread and is consistent around the damaged portion of the thread. Functional evaluation with a sample mas found the set screw unable to be fully engaged in the mas head. This is consistent with misalignment of the mas and set screw threads during construct assembly. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.